Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 23-27 mg/dl and a seizure and lost consciousness. Cause was not known. Customer required assistance and emergency medical services were called and administered intravenous fluids and dextrose. It was also reported that the customer experienced an elevated bg level that was displayed as ¿high¿, although a specific value was not provided. The customer addressed their bg with a supply change. Recommendation was made to consult with a healthcare provider regarding diabetes management.